Event description:
It was reported that the pump's control iq software intermittently did not adjust insulin delivery as expected, resulting in the customer experiencing a low blood glucose (bg) level (36 mg/dl). The customer consumed glucose tablets to treat the bg. Troubleshooting indicated that the pump was functioning as intended.